Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: this complaint was reported after an article was reviewed on a social media forum. The device is still implanted in the patient, therefore won't be returning for a physical evaluation. No further information regarding this complaint has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable depuy synthes has been informed that the catalog number and lot number are not available.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unknown information: this event was reported by a patient. The product information including the device code, lot number is unknown. Since the initial reporter was the patient, the contact information for the initial reporter has not been disclosed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
It was reported via email from the depuy synthes social media forum that a patient was requesting the list of materials included in the depuy mitek gii anchor. He is concerned about a possible reaction to the metal in the anchor since being placed in his wrist.